Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the concentration of the acecide not being checked was likely due to not following the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: operation manual - 3.11 inspecting the disinfectant solution¿s concentration level. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while disinfectant replacement is performed once a week, the acecide check for the reprocessor had not been performed for two months. The issue occurred during reprocessing. There was no patient involvement.